Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
Information obtained via the manufacture data base showed the patient died seven months post implant of an implantable pulse generator. Information obtained through follow up revealed the patient had (B)(6), a pig valve replacement and endocarditis. The patient had been receiving hospice/palliative care and was admitted to the hospital nineteen days prior to death for multi-system organ failure, congestive heart failure, and cirrhosis of the liver secondary to platelet count, and gastrointestinal bleed. The physician caring for the patient stated the overall prognosis was poor and he was dying from a primary problem related to the liver, low platelets and low hemoglobin. The physician also stated that "the patient has a very short time to live???" The cause of death was multi-system organ failure secondary to (B)(6), cirrhosis, low platelet count, and anemia.